Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Subsequently it was reported that a cartridge change error occurred and an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. As a result, customer's blood glucose level rose to 678 mg/dl and customer was transported by paramedics to the hospital and was admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, the pump was replaced to resolve the issues and customer reverted to manual injections for insulin therapy.